Event description:
Same case as MFR#: 2134265-2010-05672. It was reported that during an unspecified treatment procedure a balloon rupture occurred. The 95-100% stenosed lesion was located in a moderately tortuous and moderately calcified distal anterior tibial artery and dorsal pedalis artery. The sterling es otw 2mm x 40mm x 144cm balloon was inflated to rated burst pressure and ruptured. It was removed intact and the shaft was found kinked. The physician attempted treatment with another sterling es otw 2mm x 40mm x 144cm and this balloon ruptured at rated burst pressure and the shaft was kinked as well. The device was removed intact. The procedure was completed with a symmetry balloon. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic colectomy procedure, it was reported that as a blue cartridge was fired across the bowel the reload was pushed out during the firing causing the gun to misfire. The surgeon suspects that the device was not loaded correctly. When the device was then fired again across the vessel with a white reload there was a lot of bleeding from the staple line. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing the analysis results found that the (B)(4) device was received in good visual condition and with two reloads present. Reload (b) was received fully fired; reload (c) was received partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.